Event description:
React health received a complaint from a durable medical equipment provider that a portable oxygen concentrator "burned up". No patient harm or injury was reported. The device has not been returned to the manufacturer.